Event description:
Routine ep testing, unable to obtain "dft." Polarity switch also failed. Pt admitted to hosp. Previous right ventricular and svc capped. New right ventricular & svc implanted. "Dft" = 24j.